Event description:
Customer reported that the insulin pump returned a no delivery alarm while filling the reservoir. Customer also reported that she had recently been experiencing high blood glucose levels. Customer received an additional no delivery alarm during troubleshooting. Blood glucose level was 295 mg/dl at the time of the call. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A cracked reservoir tube lip, minor scratches on the display window and a cracked case near the display window corners were noted during the visual inspection. The insulin pump passed the prime test, displacement test, basic occlusion test and excessive no delivery alarm test. No excessive no delivery alarm was noted.